Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the power manager intermittently detecting 5 vlr: #150 event ID 22005_event supply voltage failure data 0, 4680_time stamp 00. This means the supply voltage to u23 requires a +5vlr. The voltage supplied was 4.680 v which is too low to engage u23 that controls the battery charger. In this case the battery charger was disabled. This can be caused by the switch, rocker and cable assembly switch has some sort of resistance possibly caused by corrosion that it could not supply +5vlr. Initiating the error message: ccm battery cannot be charge back up may not be available. Per data log analysis, the log does not cover the reported incident date of 24-sep-2019. The log does show a 'supply voltage failure 10' which is 5vlr on (B)(6) 2019. The voltage was a little low, 4.672v. It likely occurred on (B)(6) 2019. This will cause the battery cannot be charged message as reported. Most likely this an intermittent power manager issue. There is only one occurrence in the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. He was able to duplicate the message by removing the battery charging cable during start up. This caused the low voltage reading and the error message appeared on the central control monitor (ccm). Also he verified the low voltage error on the data log of the power manager. An event line indicates a low voltage reading below 6.8 volts direct current (vdc) triggering the error message. The fsr installed a new rocker switch and a new cable assembly battery for the on switch. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "battery cannot be charged - full backup may not be available" error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.